Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: "buccal boney defect" was reported in error. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D6: implant placement and explant dates were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: patient impact code was added: 2377. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310. H10: narrative/data was updated. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
Upon follow up, it was reported that the doctor noted buccal bone loss. "Buccal boney defect" was reported in error.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #8 failed four (4) months after placement. The doctor noted palatal and buccal boney defect/infection. The implant was removed.